Event description:
Information was received that a smiths medical pneupac parapac ventilator "stopped working when taken off the wall and would not connect to an air tank". No adverse effects were reported.

Manufacturer narrative:
Additional information was received that the issue occurred during testing. Device evaluation (received 10-18-2019): one pneupac device was received for investigation in good condition. A 50 psi connection with a gas input hose was attached to the device and it was powered on. The evaluation found that the device operated as intended. Therefore, the reported complaint was not confirmed. The unit passed all functional tests. No fault was found with the device.